Event description:
Deploying the ascending aortic prosthesis when the handle malfunctioned and would not release. In attempting to get handle to release portion of the metal leaflet, broke into 2 pieces.